Manufacturer narrative:
Additional mdrs associated with this article: 3025141-2019-00643: case 1, 3025141-2019-00645: case 3, 3025141-2019-00646: case 4, 3025141-2019-00647: case 5, 3025141-2019-00648: case 6, 3025141-2019-00649: case 7.

Event description:
Article: open reduction and plate fixation versus nonoperative treatment for displaced midshaft clavicular fractures; robinson, c.m.; murray, i.r.; jenkins, p.j.; ahtar, m.a.; read, e.o.; foster, c.j.; clark, k.; brooksbank, a.j.; arthur, a.; crowther, m.a.; packham, I.; chesser, t.j. J bone joint surg ar. 2013; 95:1576-84. Case 2: patient's broken clavicle was treated by implanting an acumed locking clavicle plate. Patient experienced superficial wound infection, treated with oral antibiotics.